Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient's daughter, (B)(6), her mom had 40% fluid in her lung on dec 30, that caused her to go to the hospital for 4 days. (B)(6) claims that the device was not putting out enough oxygen and caused the patient to feel unwell and go to the hospital. (B)(6) also reported that her mothers blood pressure was up and she had fluid in her lungs. The patient received a replacement unit after 7 days and has a history of copd and asthma.